Manufacturer narrative:
The ipg and the leads under complaint were not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ipg and the leads were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were thoroughly evaluated. The available ECG sections document the asystole events mentioned in the event description. Further inspection of the data revealed very low values of the rv bipolar pacing impedance at around 350 ohms. The unipolar value is around 312 ohms. The lead impedance trends show lv oscillating values between 500 ohms and 750 ohms. In the data it is also documented that the rv and lv pacing threshold tests were often aborted due to the detection of noise. Based on this observation, it is reasonable to assume that the detection of noise is responsible for the reported asystole occurrences. In summary, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ipg and the leads. Based on the data, there is no indication of an ipg malfunction. However, the integrity of the leads may be compromised.

Event description:
It was reported that during a follow-up pacing interruptions up to 3.3 sec were noted. There were no conspicuous episodes in the device memory. The patient was released. The patient is pacemaker dependent.